Event description:
It was reported that the pulse generator exhibited premature battery depletion. The patient was asked to present to the clinic. On (B)(6) upon interrogation at the clinic, the device had resumed normal function. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.